Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction the button of the device could not be flipped femoral. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g3, and h10. And g1. The complaint allegation is confirmed. One unpackaged ar-1588rt serial/batch number 15091825 was received for investigation. Upon evaluation, it was noted that the suture system was damaged because the loops were broken off. The passing suture tails were frayed. However, no sharp edges were observed on the button. No functional test is applicable for this device. The most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant. According to acl reconstruction with flipped btb graft surgical technique. Graft preparation. 1. Pass the blue passing suture and the white tensioning strands of the femoral bone block through the femur. Pull even tension on both sets of sutures. Clamp the sutures together and pull to advance button. Pull the button through the femur. A line on the implant marked at the intraosseous length is helpful to signal that the button has exited the femoral cortex. 2. Hold slight tension on the tibial graft sutures during graft advancement. To advance the graft in the femur, pull on the tensioning strands one at a time, alternating approximately 2 cm on each side. Note: be sure the proximal tip of the graft is "in-line" with the socket to prevent perpendicular locking of the graft against the socket. 3. Once the graft is orientated in the desired location in the femoral socket, attach a cinch suture around the end of the tightrope®abs loop to use for passing (inset). Shuttle the sutures of the tibial bone plug through the tibia. 4. Advance the graft into the tibia by pulling on the inside of the abs loop.